Manufacturer narrative:
To date, the s-ICD and electrode have not been returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided and/or the s-ICD and electrode are returned to boston scientific.

Event description:
Boston scientific received information from the local representative that this patient was presented to the electrophysiology (ep) laboratory on (B)(6) 2017 for a scheduled implant of a subcutaneous implantable cardioverter defibrillator (s-ICD) device and electrode. The local representative reported that the physician experienced difficulties inducing the patient into sustained ventricular fibrillation (vf) during defibrillation threshold testing. During the first defibrillation threshold test, vf was induced and successfully detected by the device. However, delivery of 65 joules failed to terminate the induced arrhythmia. The post-shock impedance was 83 ohms. External defibrillation was required to terminate the arrhythmia. The device was repositioned more posterior and induction testing was repeated. Vf was again induced and detected; however, the device failed to terminate the arrhythmia despite delivery of 80 joules. The post-shock impedance was 75 ohms. Two external shocks at 360 joules were required to terminate the arrhythmia. The physician elected to abort the procedure. The s-ICD device and electrode were removed. The physician suspects that the difficulties with induction, high defibrillation thresholds and non-conversion were more related to patient condition.